Event description:
A home pt's nurse contacted quality assurance to report the notation of kinks in the tubing of the homechoice set. Per the home pt's nurse, most of the homechoice sets appeared to be "usable", however, 1 of the homechoice sets drain line that was kinked so severely that it appeared to be "cracked". No pt injury or medical intervention was associated with this as the home pt did not use any of these homechoice sets.